Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture the date received by manufacturer has been used for this field. Investigation: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported with the use of an unspecified pen needle there was an issue with a broken needle. It was stated ¿the customer believes the needle broke. There was a piece of metal in the stopper, she did not look at the needle prior to injection she's not sure when the needle broke.¿ no further information available. There was no report of further medical intervention.